Manufacturer narrative:
The insulin pump passed displacement test, prime, excessive no delivery test,self test, and unexpected restart error test. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. The insulin pump was unable to perform the basic occlusion and occlusion test due to reservoir tube lip damage. The insulin pump was received with cracked battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked case near display window corners, cracked on display window, and minor scratches on display window noted during testing. The test reservoir does not stay locked in place noted during testing.

Event description:
The customer reported via phone call that the reservoir compartment broke off. The customer's blood glucose was 339 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.